Event description:
A malfunction was reported on the customer's pump with a specific malfunction code mentioned. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information to reset the pump, after which the malfunction code did not recur. The customer was informed that they could continue using the pump and to call back if the issue recurred.